Manufacturer narrative:
The lens remains implanted. Despite attempts to obtain additional information no further information has been provided. Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a patient was seeing halos, rays and lines post implant of a zcb00 17.5 diopter intraocular lens in the left eye. No additional information provided.